Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that per social media the patient stated of removing the device because it caused more pain. It was also noted that the patient's increased pain was the body's way of rejecting the stimulator. The patient took pain medication.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that per social media the patient stated of removing the device because it caused more pain. It was also noted that the patient's increased pain was the body's way of rejecting the stimulator. The patient took pain medication.

Manufacturer narrative:
Date of event: (B)(6) 2015. Expiration date: ni.

Event description:
A report was received that per social media the patient stated of removing the device because it caused more pain. It was also noted that the patient's increased pain was the body's way of rejecting the stimulator. The patient took pain medication.